Event description:
It was reported that the connectors on the top of the external pulse generator (epg) were broken. The caller was informed that the epg was outside of its service life and could not be repaired. The current status of the epg is unknown. No patient complications have been reported as a result of this event.